Event description:
Rptr states that with extended use he has experienced a strange, numbness/tingling sensation in the base of his skull up toward the top of his head. Symptoms last approx 1 hr after use is discontinued and then recur with subsequent use. Rptr stated he would not have called FDA except for the strange response he received when calling the phone co. According to the rptr, initially the phone co had no response to his concerns. Later that same week his phone quit working. When he called the co back they told him that "the system was down". After about a week of no phone access, it occurred to him, when watching the news, that the local news stations would have been reporting a network problem and he had not seen or heard any such report. He again called the co and was told that it was only his phone. Subsequently, the phone svc provider has replaced his phone but he is concerned that perhaps his old phone had a dangerous mfg defect or emi related problem that could have caused him and others mechanical harm. The rptr would like to have his phone tested.